Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement. Additional information was received indicating a micro-dislodgement of this rv lead right after implant and has been that way ever since. The patient initially did not need that much pacing until sometime last year. Recently, the patient requires to be at 100% rv paced. The lead was scheduled for a revision later this year. To date, this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.